Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reported the device read 265 while the fingerstick value was 145. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Additional information/device evaluation: subsequent to the initial MDR, the receiver (str-gl-blu/(B)(4)) that was being used during the reported inaccurate blood glucose values was returned on 03/25/2014. Due to the condition of the device it was not able to be evaluated; therefore, a definitive confirmation and root cause could not be determined.